Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use the IV fluid was leaking rom the 3 way port with a bd connecta¿ stopcock. The following information was provided by the initial reporter: intravenous fluid observed leaking from 3 way tap injection port.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8306604 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Bd was not able to confirm or duplicate the defect because sample or picture were not provided to perform a better investigation. The maintenance records were reviewed and during the manufacture of this lot no adjustments were performed that contributes to this failure mode. Quality records (internal) were review no occurrence exist related to this failure mode, also this is the first complaint of this failure mode for this family product. Process fmea rm5819 and eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
It was reported that after use the IV fluid was leaking rom the 3 way port with a bd connecta¿ stopcock. The following information was provided by the initial reporter: intravenous fluid observed leaking from 3 way tap injection port.